Event description:
I had surgery for rectocele and cystocele and had a tot sling installed. The mesh used to hold everything in place is eroding. I have had several urinary tract infections and been placed on antibiotics. I am now scheduled for surgery to attempt to remove the eroded mesh. I was told it may take more than one surgery to remove it all.